Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that ,after screw placement was completed and surgeons were closing the wound, the sterile nurse discovered the little metal part on her table. She could not identify where it belonged to and therefore started looking. They found that it was coming from one of the viper sleeves. An additional x-ray was performed to ensure no other after surgery the steri department did a thorough check on all viper sleeves and found 2 additional ones affected by the same failure mode. Was surgery delayed due to the reported event? Yes, if yes, number of minutes: 5, action taken when event occurred? Checked all sleeves and did an extra x-ray, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences. No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe: x-ray to check for additional metal part in the surgical field, is the patient part of a clinical study: unknown,

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the device found that the two inner sleeve retaining pins were missing. This will affect the intended use of the device. Retaining pins were not returned. Visual inspection found that the weld that connects the pins and the outer sleeve had been broken. The area around where the weld had broken was rough and uneven. An image of the fractured surface shows a rough appearance across the entire surface indicating that the retaining pins underwent a static overload failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the inner sleeve retaining pins breaking/falling apart cannot be determined from the sample and the information provided. A potential root cause may be unexpectedly high forces being placed on the device, potentially resulting in the weld breaking due to static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.